Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in less than two seconds of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options. The device was explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the vring and aring seal plugs and both seal plugs were observed to be torn, dried blood/body fluid was also noted in the vring set screw hex slot. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis concluded that the hole in the seal plugs could have contributed to the observation of noise and oversensing.